Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported inflation and deflation difficulties were unable to be confirmed as the device was compromised during return analysis. In this case, it is possible that the contrast mix ratio may not have been properly diluted and could have contributed to the deflation failure. Contrast that is more concentrated can lead to slower inflation and deflation times. Additionally, it is possible that the portion of the non-abbott 3-way valve which ultimately broke off inside the hub, blocked the flow of contrast inside the inflation port contributing to the reported inflation and deflation difficulties; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.50 x 23 mm xience alpine stent delivery system (sds) was advanced to the lesion and crossed successfully; however it required 60 seconds to fully inflate. Deflation of the balloon was reported to be slow and took approximately 60 seconds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.